Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when making jejunojejunostomy during laparoscopic total gastrectomy, the nurse passed the handle with the reloads to the operator and they inserted the reloads through the trocar. When tried to open the jaw of the reloads and when they pushed the toggle button, it would not work at all. They took the reload from the abdominal cavity of the patient and passed it to the scrub nurse again. It was stated that they had to force a little to disconnect reload from the adapter. There was no patient injury.